Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. (B)(4) is the manufacturer of the syringe. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified (B)(6) who will pass along this information to (B)(4), the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
The customer reported multiple issues with needles not pulling doses and administering doses. It was also reported that the needles do not properly retract. No information was received regarding any serious injury as a result of this product malfunction.